Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: infinity dbs lead, model: 6172, UDI: (B)(4), serial: (B)(6), batch: 9238661.

Event description:
It was reported that the patient experienced speech issues following implant of the dbs system. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. It is unknown which lead was at fault.